Event description:
It was reported to medtronic minimed that the customer experienced other critical pump error, sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported a critical pump error other than the open book image error or critical pump error 24 no harm requiring medical intervention was reported. Device return is not expected for mmt-1885.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08770 inches.successfully downloaded pump traces and history file using thump.please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 30-jun-2024 in the formatted history file. Insert battery alarm was found on: (B)(6) 2024 18:51:07.000, (B)(6) 2024 18:53:34.000, (B)(6) 2024 18:57:08.000, (B)(6) 2024 18:57:39.000. Power loss alarm was found on: (B)(6) 2024 18:51:49.000, (B)(6) 2024 18:51:57.000, (B)(6) 2024 18:54:00.000, (B)(6) 2024 18:54:08.000. Pump error 23 alarm was found on: (B)(6) 2024 18:51:34.000, (B)(6) 2024 18:53:47.000, (B)(6) 2024 18:57:23.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump.pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. No unexpected power loss alarm and pump error 23 alarm noted during the testing. Lostsensor1alert (780) was found on: (B)(6) 2024 01:19:00.000, (B)(6) 2024 02:39:00.000. Lostsensor2alert (781) was found on: (B)(6) 2024 02:55:00.000, (B)(6) 2024 03:05:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing.the pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 95 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted.the pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a keypad overlay texture damage, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing.the pump passed all the required testing. Unable to verify customer alleged for sensor glucose/blood glucose (sg/bg) anomaly.customer alleged for e/a alarm and weak signal alarm were not confirmed. However, during visual inspection, corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.